Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Adaptor tip can not hold reamer. Examination of the submitted adapter confirmed the attachment end is damaged/stripped and non-functional. The root cause is attributed to product wear out. Previous reports of this failure resulted in a design review by the depuy warsaw product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Adaptor tip can not hold reamer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.